Manufacturer narrative:
The device was returned to olympus for evaluation and customer's allegation was not confirmed. The evaluation also found that the acoustic lens had a scratch which reached to the glue-layer, upward/downward knob couldn't be locked securely due to wear of forceps elevator lever, scope cover had discoloration, scope body had discoloration, electrical connector had corrosion due to water leakage, charged coupled device cable had limited length, water tightness was lost due to a pinhole on channel tube, insulation resistance value at distal end did not meet the standard value due to adhesive peeling on bending section cover, insulation resistance value did not meet the standard value due to a scratch on acoustic lens, objective lens had a scratch, connecting tube had a buckling, the play of upward/downward/right/left knob was out of the standard value due to wear of angle wire, and the universal cod had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope ultrasound and endoscope images were not displayed on the monitor. The issue was found during reprocessing for a diagnostic endoscopic ultrasound procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported ultrasound image issue and observed scratches on the acoustic lens reaching the adhesive layer issue could not be determined, however, the issues were likely the result of damage due to user handling/mishandling, such as device impact stress and or chemical stress during devise cleaning/reprocessing. Olympus will continue to monitor field performance for this device.